Manufacturer narrative:
(B)(4).

Event description:
It was reported that a detached sensor wire occurred. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2019. It was reported that approximately 2 months prior the wire had remained in the patient's body after he removed the sensor. He was still feeling it in his abdomen, and it was tender to the touch, so he had it evaluated by the clinic. The patient¿s endocrinology clinic nurse stated the patient was seen on (B)(6) 2019. He had no signs of infection. At the time of contact, the sensor wire was still embedded in the patient¿s skin. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional event or patient information is available.